Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a routine exam, it was reported that an onyx frontier coronary drug eluting stent was found to be fractured 9 months after deployment in the mid left internal carotid artery. The lesion was non-tortuous and non calcified. It was reported that the fractured portion of the stent remained in the patient. The device had not passed through a previously deployed stent and excessive force had not been used during the delivery. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: no difficulty was noted during stent deployment at the time of the procedure 9 months previously. No attempts were made to remove the fractured portion of the stent or secure the fractured portion within the vessel. Correction: 6a. Implanted date annex b code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.